Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was by the customer that during intra-aortic balloon (iab) insertion the iab became unfurled and they had trouble inserting. The iab was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
Date of event changed from: (B)(6) 2018 to: (B)(6) 2018. Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was by the customer that during intra-aortic balloon (iab) insertion the iab became unfurled and they had trouble inserting. The iab was replaced successfully. There was no reported injury to the patient.

Event description:
It was by the customer that during intra-aortic balloon (iab) insertion the iab became unfurled and they had trouble inserting. The iab was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter with the one-way valve attached upside down. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. However it was noticed that the one-way valve was returned attached to the iab upside down. If this occurred during the procedure the operator would not be able to draw a vacuum and may cause the balloon to unfurl causing the iab to be difficult to insert into the patient. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4)